Manufacturer narrative:
(B)(4).. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the key pad were not working and they had a no delivery alarm. The blood glucose readings were around 400 mg/dl. The insulin pump will be replaced. Nothing further reported.